Event description:
Report 1 of 3 received of an independent rate change. The pump was programmed in the piggyback mode to deliver ns at a rate of 200ml/hr on the primary line. The secondary was programmed to deliver an unspecified concentration of remicade at a rate of 150ml/hr. Approx 10 mins later, the nurse returned to the bedside and noted that the display indicated that the secondary was delivering at a rate of 5ml/hr. The nurse reprogrammed the same pump and the therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.